Event description:
It was reported a single-use implantable drug delivery device indwelling needle was used to infuse a patient with chemotherapy medication in hospital, when the nurse opened the new package, she found that the puncture needle did not have a protective sleeve and immediately stopped using it and replaced it with a new indwelling needle. The defective device was not used on the patient and no harm was done to the patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.